Event description:
It was reported that a patient experienced low glucose despite consuming 5 g of carbohydrate, with glucose decreasing from 54 mg/dl to 47 mg/dl; the caregiver sought guidance on meal announcement sizes and carbohydrate amounts for treating lows, and was advised that 15 g of carbohydrate is recommended during urgent low and urgent low soon alerts, while acknowledging this is not medical advice. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting. Investigation included complaint intake and user guidance regarding hypoglycemia treatment. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event attributed to cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.